Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the during routine device check in clinic, right ventricular oversensing episodes were observed. Device interrogation noted noise and chronic low lead impedance. Noise was not reproducible in clinic with isometrics. Cause of noise was not determined. Patient reported experiencing occasional dizziness. Patient was stable and will be scheduled for another in-clinic visit to check with physician.